Event description:
It has been reported to philips that there was an issue with the wireless footswitch. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, a wireless foot switch was not charging. The issue was caused by a faulty battery of the wireless footswitch. The philips service engineer replaced the battery and returned the system to use. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the complaint is not reportable. Philips concluded that the battery was defective. Philips assessed this complaint as not reportable because the wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. The instructions for use include indications to check that the wireless foot switch functions with the system and specifically to ensure that the wireless foot switch has sufficient charge. It also describes the battery indictors, what to do in case the battery is depleted, and to connect the wired foot switch to the auxiliary foot switch connector.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.